Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to pain. Metal on metal liner and head replaced. No further information available. Doi: unknown; dor: (B)(6) 2021; affected side: left hip.